Manufacturer narrative:
The check of the DHR of the lot # of reamer guide involved ((B)(4)) did not show any dimensional anomaly on the 61 smr - reverse body reamer guides manufactured with these lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During a primary smr reverse shoulder surgery, surgeon had to ream by hand because of an improper fixation between the reverse body reamer guide (model # 9013.52.116, lot# 2015aa017) and the trial stem. Intra-op, another available reamer guide of the same size was tested with the same trial stem, and a proper fixation was obtained. Surgeon satisfied with the final outcome of the surgery. Added time to the procedure and increased difficulty due to less control of the reamer body have been reported but no other consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # of reamer guide involved (B)(4) did not show any anomaly on the 61 smr reverse body reamer guides manufactured with this lot #. We received the guide for conical reamer involved in this intra-operative issue. We performed a functional test with a trial stem. We screwed the two components together and the coupling looked stable. No functional anomaly detected on the guide for conical reamer. The difficulty experienced in coupling the two components during surgery could have been caused by the presence of some soft tissues (e.g. Blood, bone residues) at the coupling between the two instrument. We did not receive any information on the trial stem which was involved during this intra-operative issue, therefore it is not possible to perform an investigation also on this device. Pms data: we are aware of 2 intra-operative issue involving a difficulty in coupling the guide for conical reamer (model #9013.52.116) and the trial stem, on a total of 471 reamer guide manufactured with this product codes since 2013. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
During a primary smr reverse shoulder surgery, surgeon had to ream by hand because of an improper fixation between the reverse body reamer guide (model # 9013.52.116, lot# 2015aa017) and the trial stem. Intra-op, another available reamer guide of the same size was tested with the same trial stem, and a proper fixation was obtained. Surgeon satisfied with the final outcome of the surgery. Added time to the procedure and increased difficulty due to less control of the reamer body have been reported but no other consequences for the patient. Event occurred in australia.